Event description:
The facility representative contacted baxter to report an infusor pump in which the device has an occlusion alarms even when there is not an occlusion. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the surgery department. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently undergoing evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: the device was returned unrepaired. There were no upgrades/repairs made and unable to verify functionality of the device due to estimate refusal by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.